Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since there are no deficiencies in the care (cleaning/sterilization) methods described in the instruction manual, it is likely that the user did not correctly understand the cleaning process as the reason why ultrasonic cleaning was not performed. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "¿ before use, confirm that the distal tip of the forceps is not corroded, dented or discolored, and that the cups can be opened and closed smoothly. Using forceps that are damaged or not working properly may result in one or more of its components falling off inside the patient. If a component falls off the distal end, or if operation of the cups suddenly becomes more difficult, immediately stop the procedure. Carefully withdraw the forceps together with the endoscope to avoid causing injury within the body cavity. Retrieve any parts that have fallen off inside the patient using another grasping forceps. ¿ reprocess the instrument immediately after use by immersing it in a neutral, low-foaming, medical-grade detergent solution, then following the cleaning and sterilization procedures in this chapter. Failure to reprocess the instrument immediately after use, or using another type of detergent may cause corrosion at the instrument¿s distal end. This could cause components to fall off during use and may interfere with operation of the cups." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported, the biopsy forceps had a problem with opening and closing the cup, when being inspected before use in an unspecified procedure. The forceps was noted to have been used 2-3 times since being received by the customer in october 2022. The forceps was reprocessued using autoclave sterilization since the site did not have ultrasonic cleaning available. After use, the forceps was cleaned, sterilzed and stored according to the instruction for use (IFU). The procedure was completed with a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed. And the gripper did not open or close when the slider was operated. Also, evaluation found there was foreign matter adhered to the link mechanism, likely due to insufficient cleaning resulting from not using an ultrasonic cleaner. After the gripper was cleaned and lubricant was applied, the gripper could be opened and closed smoothly. There were no other abnormalities that could have led to the reported issue. This event is under investigation. A supplemental report will be submitted upon receiving additional information.